Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
It was reported the customer requested assistance in determining whether an alarm was actively acknowledged related to a patient death. It was indicated the alarms for 'ECG leads off' were silenced, which led to a delay in care. The patient was found and successfully resuscitated but later passed away; however, the cause of death remains unknown. No other clinical information was provided; therefore, good faith efforts are being performed. The death is being captured in 1218950-2025-000086.

Manufacturer narrative:
A philips product support engineer (pse) reviewed the logs provided. The clinical audit log provides a chronological record of the alarms and actions. There were alarms sounding early on at 0700. But at 0705, the alarms were silenced or acknowledged. Between 0705 and 0722, yellow alarms were playing as well but did not see red alarms. Several yellow alarms that did sound but also around 0725 there were ECG analysis that could not be analyzed. This may have been caused by the patient moving or something happened with the leads. There were no additional alarms acknowledged after 0705. The visiting field support engineer also noted that the tests carried out on site confirmed that the device(s) were functioning within manufacturer's specifications and are ready for clinical use. Based on a review of the information provided and the testing conducted on site, the device(s) are functioning as designed. Alarming was provided as expected and was being manually acknowledged at the pic ix.